Manufacturer narrative:
Patient age: 18 years or older. The device was returned for analysis. The irrigation tubing was torn at the proximal (narrowest) side of the adhesive joint securing the tubing to the luer fitting. Dried body fluid was found on the handle, main body tubing and distal end. Dried saline was found on the distal end and inside several irrigation ports.

Event description:
It was reported that a catheter leak occurred. During an ablation procedure for uncommon atrial flutter, an intella nav oi catheter was selected for use. The catheter was inserted into the left atrium. Upon manipulation, water leaked from the area near the port that connects the saline for irrigation. No error messages displayed on the maestro generator. It was suspected that there was a hole in the tube part of the port. The procedure was completed successfully using a non-boston scientific (bsc) replacement device. No serious injury occurred to the patient.

Manufacturer narrative:
Patient age: 18 years or older.

Event description:
It was reported that a catheter leak occurred. During an ablation procedure for uncommon atrial flutter, an intella nav oi catheter was selected for use. The catheter was inserted into the left atrium. Upon manipulation, water leaked from the area near the port that connects the saline for irrigation. No error messages displayed on the maestro generator. It was suspected that there was a hole in the tube part of the port. The procedure was completed successfully using a non-boston scientific (bsc) replacement device. No serious injury occurred to the patient.